Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Crm - sal - 2023 - 001 today, the battery impedance was 0.71 kohm. The inflection point is not yet reached. The patient is not pacing dependent. The device will be checked in may 2023.